Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during the initial drain on the home choice (hc). The technical service representative (tsr) found that the home patient (hp) forgot to close off a spare supply line causing the 2240 alarm in the initial drain. The tsr explained the s/e 2240 and cleared the alarms so the hp may unload the cassette and bags. It was unknown if the hp would reset up again. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause for the reported system error (se) 2240 alarm was determined to be use error due to an open clamp. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performin peritoneal dialysis therapy. Here was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional relevant information is received a follow-up will be submitted.